Event description:
It was reported that resistance was noted while loading the stent delivery system (sds) onto the guide wire. The sds was removed and upon inspection, it was noted that the tip of the sds had become detached. The separated tip was removed from the guide wire and the procedure was completed with another sds. Reportedly, there was no patient injury.